Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was admitted to the hospital with a blood glucose (bg) of 23.0 mmol/l and ketones on (B)(6) 2013. The patient was released on the pump and the bg began to rise again on (B)(6) 2013 and an extra bolus was given through the pump and brought the bg back down. The reporter stated they have lost confidence in the pump and requested it be replaced. This report is being made due to the hyperglycemic event the patient experienced due to an inaccurate delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2013. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up correctly to total the total daily dose showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.